Manufacturer narrative:
The stereo microscope investigation revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. The review of the product device history records was performed on the lot number identified. In this investigation no anomalies were discovered. The investigation results conclude that the root cause for breakages were due to structural failure of the device due to mechanical overload. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported a plate broke. The plate was removed.